Event description:
It was reported that approximately two weeks post implant the patient developed shortness of breath and severe back pain. An echocardiogram showed a right ventricular (rv) lead perforation with tamponade and pericardial effusion requiring pericardial window. At that time the rv lead had apparently adequate function and was left in place, then later the patient developed abdominal stimulation which correlated with rv pacing and there was also loss of capture and complete loss of sensing in bipolar, with marginal unipolar capture at 6 volts and sensing. The abdominal stimulation was unable to be eradicated with reprogramming the output or polarity, so the device mode was reprogrammed to inactive the rv lead which remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.